Event description:
Two (2) clip appliers were used, first working initially then misfired(lot # z7016y). Second clip applier broke on test clip not placed in patient(lot # z7038f). Pt code: 4582. Device code: 1069, 2532. Ref reports: mw5179676.